Event description:
Caller states that she tested at 400mg/dl on the device and took "tons" of novalog as a result. She states that 1 minute later she tested at 398mg/dl. She states that she changed to a new vial of strips and tested 178mg/dl and 176mg/dl a few minutes later. She reports falling into the 30's mg/dl 2-3 hours later. She reports drinking juice nad taking glucose tablets to elevate her blood glucose. No medical treatment sought or received. No quality controls were used. Requested return of suspect device and replacement was sent.